Event description:
A vaxcel pasv PICC was placed therapeutic purposes in 2004. At that time, a leak was discovered distal to the suture wing at the 12 centimeter mark. The catheter was removed the following day.